Event description:
This lead was explanted the day after implant because it had dislodged. There were no adverse events reported for the pt. The device was retained by the hospital. Should add'l info be received, this file will be updated.